Event description:
Baker grade IV was diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, b3, b5, d4, d6b, h4, h6.

Manufacturer narrative:
The event of capsular contracture, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported suspected capsular contracture, baker grade unknown. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, capsular contracture, baker grade IV. Diagnosed by ultrasound. As well as, concern regarding the implant. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6, d3, g1.

Event description:
Patient later provided medical report that reported baker grade iii.